Event description:
It was reported that during the implantable cardiac defibrillator check, the right ventricular lead exhibited high threshold with suspected lead dislodgement. The lead revision was performed with stabilized threshold. The device was replaced due to setscrew unable to be tightened. There were no adverse consequences to the patient during and post procedure.